Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(4) clinical study. This complaint is being reported based on the event of exacerbated asthma requiring prolonged hospitalization. On (B)(6) 2016 the patient was admitted to the hospital prior to the second bt procedure. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone and the hospitalization was prolonged due to the asthma exacerbation. The patient was discharged from the hospital on (B)(6) 2016. The event is considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.14, fev1 % predicted: 90.10, fvc: 2.83, fvc % predicted: 101.20. Post-bronchodilator: fev1: 2.30, fev1 % predicted: 96.70, fvc: 2.99, fvc % predicted: 107.10.

Manufacturer narrative:
Additional information: (patient age).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of exacerbated asthma requiring prolonged hospitalization. On (B)(6) 2016 the patient was admitted to the hospital prior to the second bt procedure. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone and the hospitalization was prolonged due to the asthma exacerbation. The patient was discharged from the hospital on (B)(6) 2016. The event is considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.14, fev1 % predicted: 90.10, fvc: 2.83, fvc % predicted: 101.20. Post-bronchodilator: fev1: 2.30, fev1 % predicted: 96.70, fvc: 2.99, fvc % predicted: 107.10. **additional information received on 22sep2016** according to the complainant, on (B)(6) 2016 while hospitalized for the procedure, the patient experienced an asthma exacerbation with increased symptoms of dyspnea and wheeze the evening following the procedure. The patient was treated with prednisone, ventolin, and atrovent. The patient also experienced oropharyngeal candidiasis and was treated with levofloxacin and fluconazole. A chest x-ray was performed, showing poorly defined opacities in the anterior segment of upper left lobe and lower left lobe. The patient's condition was reported to be stable for discharge on (B)(6) 2016. Per the discharge summary, the patient's bt procedure was performed via thoracotomy.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) study. This complaint is being reported based on the event of exacerbated asthma requiring prolonged hospitalization. On (B)(6) 2016, the patient was admitted to the hospital prior to the second bt procedure. On (B)(6) 2016, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone and the hospitalization was prolonged due to the asthma exacerbation. The patient was discharged from the hospital on (B)(6) 2016. The event is considered to be resolved. Baseline spirometry values. Visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.14. Fev1 % predicted: 90.10. Fvc: 2.83. Fvc % predicted: 101.20. Post-bronchodilator: fev1: 2.30. Fev1 % predicted: 96.70. Fvc: 2.99. Fvc % predicted: 107.10. Additional information received on 22sep2016. According to the complainant, on (B)(6) 2016 while hospitalized for the procedure, the patient experienced an asthma exacerbation with increased symptoms of dyspnea and wheeze the evening following the procedure. The patient was treated with prednisone, ventolin, and atrovent. The patient also experienced oropharyngeal candidiasis and was treated with levofloxacin and fluconazole. A chest x-ray was performed, showing poorly defined opacities in the anterior segment of upper left lobe and lower left lobe. The patient's condition was reported to be stable for discharge on (B)(6) 2016. Per the discharge summary, the patient's bt procedure was performed via thoracotomy.